Event description:
It was reported that the patient had an infection in his hip, possibly cellulitis. Additional information received reported that the infection developed approximately 8 weeks after the implantation. The battery pocket was draining and did not close, despite 2 weeks of antibiotic therapy. The entire system was explanted on (B)(6) 2011. It was reported that the midline incision was closed without difficulty but the battery pocket required packing and would require secondary closure. Additional information has been requested, but was no available as of the date of this report.

Manufacturer narrative:
(B)(4).